Event description:
Leaking oil, operated actuator on a stryker litter, the oxygen tank is directly below the oil filled actuator. The leaking oil could migrate and contaminate the oxygen supply valve. This would result in a fire or explosion hazard.